Event description:
Customer reported the left monitor has no image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the dicom box connection to the left monitor. System operates as intended.